Event description:
It was reported that pump displayed cgm error message while customer was using g7 sensor. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through reset, after which error did not reappear and customer was advised to wait 20 minutes before starting next sensor session, which customer understood and acknowledged.